Manufacturer narrative:
Reported event: an event regarding disassociation & wear involving a metal head was reported. The events were confirmed. Method & results: -product evaluation and results: the reported devices were not returned but photographs were provided for review. A review indicated recently explanted devices covered in blood. The head had what looked like black debris on the inner taper. Loss of taper lock between the head neck junction and the trunnion of the stem was fractured. The liner had damage consistent with explantation -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the ap and lateral x-rays show a press fit th with a head dissociated from a deformed trunnion. The photograph demonstrates significant metallosis within the hip. A head dissociation from a trunnion with significant material loss is confirmed. The root cause of this mechanical complication cannot be determined from the limited documentation provided. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported devices were not returned but photographs were provided for review. A review indicated recently explanted devices covered in blood. The head had what looked like black debris on the inner taper. Loss of taper lock between the head neck junction and the trunnion of the stem was fractured. The liner had damage consistent with explantation. A review of the provided medical records by a clinical consultant indicated: "the ap and lateral x-rays show a press fit th with a head dissociated from a deformed trunnion. The photograph demonstrates significant metallosis within the hip. A head dissociation from a trunnion with significant material loss is confirmed. The root cause of this mechanical complication cannot be determined from the limited documentation provided. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Rep called to inform of a broken accolade trunnion in a case over the weekend. This was a revision surgery. Primary surgery was (B)(6) 2014.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Rep called to inform of a broken accolade trunnion in a case over the weekend. This was a revision surgery. Primary surgery was (B)(6) 2014.